Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating the cause of the sudden onset of stumbling and falling was due to the patient not charging their dbs sufficiently and the battery turning off.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's dual. The patient reported that they had trouble the night prior and that morning. They were stumbling and falling down. The patient was calling in to get assistance checking their device. The ins was found to be on, with 50% charge and stimulation on. The patient was redirected to notify their healthcare provider (hcp) of the issue. No further complications were reported.